Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d.10: device available for eval? Yes. D.11: returned to manufacturer on 2023-nov-14. H.6. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for damaged was observed. Additionally, the customer sample along with retention samples from bd inventory, were evaluated by visual examination. Issue of damage was observed in the customer sample; however, no damage was found in the retain samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing sample leakage during use. No patient impact was reported. The following has been provided by the initial reporter: the bottom of the blood collection tube was found to be ruptured and blood flowed onto the nurse's hand. Quantity: 1 unit. Impact: no impact on the patient as well as the user.

Manufacturer narrative:
E.1. Initial reporter phone#: (B)(6). E.1. Initial reporter facility:(B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing sample leakage during use. No patient impact was reported. The following has been provided by the initial reporter: the bottom of the blood collection tube was found to be ruptured and blood flowed onto the nurse's hand. Quantity: 1 unit. Impact: no impact on the patient as well as the user.